Manufacturer narrative:
H3: analysis summary: complaint confirmed: upon receiving the device, the cable and connector was cut and discarded prior to receiving the device. The coating on the blade can be seen on the device where the coating flaked on the front and back side of the blade. It is unknown where the flaked pieces are, but it was not returned when it arrived at the facility. The device was sent out for a CT scan and analysis. It was concluded from the CT scan that the ¿CT x-ray scanning revealed that most of the fracturing was at the metal-to-glass interface. CT also revealed a slight twisting of the metal core from the tip to the base. Although not conclusively determined, the orientation of the prominent fractures in the brittle glass coating at about 45 degree along to the long axis of the blade are consistent with failure under the stress of torsional bending during use.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that the handpiece had been in use for less than 10 minutes. The surgeon was dissecting through tissue when the coating was flaking off. No bending or twisting.

Manufacturer narrative:
The handpiece was returned. Analysis not completed at the time of this submission. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a procedure, the end of a plasmablade handpiece began to flake off. The use of the handpiece was discontinued and the surgeon continued with a bovi. There was no patient impact. The cord has been removed from the handpiece and box discarded. (B)(6) 2021 (rep): no new information.